Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.50mm x 12mm nc emerge balloon catheter was selected for use. However, during preparation, the balloon burst. The procedure was completed with another of same device. There were no patient complications and the patient status was stable.